Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open hepatectomy, ¿replace instrument¿ was displayed. Then the blade broke when the device was checked outside the patient. The device was used on the blood vessels. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.